Event description:
It was reported the system's left monitor failed to work. It's likely this system failed to display a live image. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.